Event description:
Patient's needle fell out and laid on the bed. The machine reportedly did not alarm, and the patient lost an unknown small amount of blood and coded. The patient is currently in the ICU and doing ok as of 2006, 1:45 pm eastern time. On six days later: patient did not experience any injury, and resumed normal activity. The customer technician verified proper operation of the venous pressure sensors. Bmt was provided with trend file for investigation.

Manufacturer narrative:
The trend file provided by the facility was evaluated by a b. Braun technician. The file reveals several low venous pressure alarms toward the end of the therapy before there is evidence of the lines being recirculated. It appears that the therapy was terminated by powering off the machine. The low pressure alarm window and pressures appear to function normally throughout the therapy. The actual manufacturer, (b. Braun medizintechnologies) was provided with the trend file for investigation. MFR provided a complete report that summarizes normal activity.